Event description:
This report addresses the issue of user error - reuse of supplies. During troubleshooting for a check supply line alarm and refilling heater message while on the home choice (hc) device during fill 1, the care giver(cg) stated that they reused supplies from the previous night's therapy as advised by the peritoneal dialysis registered nurse (pd rn). The baxter technical representative (tsr) assisted in ending therapy and advised the cg to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the care giver stated they reused supplies from the previous night therapy. This complaint is confirmed because a reuse of supplies is a use error that can cause contamination. The cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.